Event description:
It was reported by service report that the "lift here" label is illegible due to being damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Illegible lift here label.